Event description:
It was reported the lcsc5 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the instrument locked out continuously throughout the case. The rep advised them to regrasp the tissue, re-torque the instrument, clean off the blade, and not try to transect previously dessicated tissue. All connections, including the footpad, were checked without permanent resolution to the lockout performance. A new instrument was opened with the same problem. The case was converted to open hysterectomy because bleeding was not controlled with harmonic scalpel or tri-polar.